Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a aaa fenestrated graft procedure, the physician used a sheath in preparation to stenting the renal. When the sheath was being inserted into the distal end of the fenestrated graft, there was some resistance in advancing the sheath. The physician was able to get the sheath up, but found it hard to move it around. The physician completed the stenting of the renal without using this sheath. The trigger wires (all 3) were removed and an attempt was made to remove the sheath. However, as the physician did this, the check flow valve broke off in the physician's hands. The physician started to pull the sheath back and realized the top of the sheath was not moving and it was noted that the sheath was stretching and breaking. Thus, it was not possible to remove the sheath. The physician felt it was best to leave it in the aorta and place the second graft (in the distal end of the aorta); thus trapping the sheath between the fenestrated graft and the distal extension piece. The sheath did not seem to move at this time. No additional procedure was required due to this occurrence and there was no adverse effect to the patient.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions, specifications and trends of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage," and "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Work instructions for flaring states, "verify flare size and adequacy. Some things to look for: flare should be free of splits, nicks, pits, holes, kinks, and creases. Flare should be a concentric shape, not slanted or uneven; it should look like a champagne glass. Flare inside diameter should be unobstructed and round. Inside diameter should be free of debris, material flaps, strands, and protruding wires. Flare should fit over nose of adapter but not up onto adapter threads. When pulling flare down into base of cap, the flare should sit well in base of cap. You should not be able to pull the flare through the base of cap without wrecking or grossly distorting the flare." A cd with photographs of the event was received for investigation on 11oct2016 and was sent for imaging review. Per attached imaging review, "the 7f was entrapped in the distal stent of the fenestrated endograft. Given the bent distal stent wire, the most likely cause was inadvertent wire transgression between the stent and the fabric. The initial advancement of the large captor sheath into the distal graft had the potential to slide the fabric over the stent wires exposing the stent to wire transgression. The sheath was successfully held in place against the force required to stretch and eventually fracture the entrapped sheath by buttressing the distal stent with the captor sheath. This was evident in the slid fabric and new distal stent distortion." Significant findings relative to the patient's anatomy, patient's disease state, and to the design/performance of the device were not observed. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, it is feasible to suggest that the 7 fr sheath became entrapped within the distal endograft material. Due to a guide wire likely being advanced between the wire and fabric of the distal endograft, it is likely that a significant amount of force had been used when trying to remove the device. The combination of resistance and the amount of force applied to the device likely caused the observed failure modes of hub separation for this complaint and the material stretching. The root cause would be product use or handling related. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported during a aaa fenestrated graft procedure, the physician used a sheath in preparation to stenting the renal. When the sheath was being inserted into the distal end of the fenestrated graft, there was some resistance in advancing the sheath. The physician was able to get the sheath up, but found it hard to move it around. The physician completed the stenting of the renal without using this sheath. The trigger wires (all 3) were removed and an attempt was made to remove the sheath. However, as the physician did this, the check flow valve broke off in the physician's hands. The physician started to pull the sheath back and realized the top of the sheath was not moving and it was noted that the sheath was stretching and breaking. Thus, it was not possible to remove the sheath. The physician felt it was best to leave it in the aorta and place the second graft (in the distal end of the aorta); thus trapping the sheath between the fenestrated graft and the distal extension piece. The sheath did not seem to move at this time. No additional procedure was required due to this occurrence and there was no adverse effect to the patient.